Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05726 and 06865).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2012. Patient's legal counsel further reported patient allegations of pain and difficulty walking. Subsequently, patient underwent a revision procedure on (B)(6) 2012. An invoice history could not be located to confirm the surgery dates and which components were removed and replaced. Additional information provided in patient medical records indicate right hip revision performed on (B)(6) 2012 was due to change in position of cup. The patient¿s operative report noted revision of cup and head with product identification. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.